Event description:
Pipeline delivery wire broke off during recapture.from md report: the marksman catheter was then advanced back over the wire to capture the tip of the deployment wire and allow its removal. After the marksman catheter had been advanced distal to the pipeline devices, with initial gentle manipulation we were not able to easily recapture the tip of the wire. With some additional manipulation, the tip of the wire did appear to enter the marksman catheter and we gently started to retract this. At this point, the tip of the delivery wire system appeared to separate from the proximal aspect so that as the marksman catheter was removed, the tip of the wire was left behind.